Manufacturer narrative:
The customer complaint of set leak could not be confirmed due to the product not returned for failure investigation. A picture received by the customer shows the blood set fully primed but with no evidence of it leaking.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak from a blood administration tubing while in use. The leak was observed after 2-3 hours of infusion without incident and occurred at the lower portion where the pump connects to the tubing there is no report of patient or provider harm.